Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are not a factor. It was reported that the rotating knob (external slider) on the delivery catheter got disengaged from the screw gear after the deployment of the stent graft. When the sheath (graft cover) near the catheter tip is being forwarded by rotating the external slider, the sheath was not moving because the knob was then disengaged from the screw gear. Trigger was pressed instead and slider was pushed towards the front grip. After which the catheter was pulled out from the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
The device was returned and the analysis has been completed. During evaluation, the handle was rotated and worked fine with corresponding movement of the graft cover. When the trigger was pressed backwards, it got stuck in place and the external slider was moving freely on the screw gear without corresponding movement of the graft cover. The slider handle was disassembled and the ejector pin was found to be not flushed with internal surface of the handle. The pin was not trimmed correctly and was sticking out and causing the spring of the external slider to get caught on the excess material and hampering its mechanism. The excess material on both halves of the handle measured 1.4mm and 1.37mm with calipers. The root cause was determined to be related to manufacturer, which had excess material that interfered with the deployment handle mechanism.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (cause unknown).